Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker "grade 3 to 4" and "ultrasound showed what looked like a ruptured silicone implant on that side."

Event description:
Healthcare professional reported right side "capsular contracture, baker grade 3 to 4" and "rent or a fold in implant". Device has been explanted.